Manufacturer narrative:
The impella 5.0 was returned for analysis. The data logs were reviewed as well. The 5.0 pump was made in the (B)(4) facility and there were no other complaints made against the pump lot. The data log review shows a record of ac power disconnection and heparin level changes that are also mentioned in the clinical narrative. The patient had over anti-coagulation due to the patient's low weight. There were no defects found on the pump that would suggest that the pump contributed to the bleeding. The bleeding and hematoma that developed were at the access/graft site. The cause of the bleeding was unclear and unable to be determined. No corrective action is recommended due to the low risk failure due to moderate severity and very low occurrence. The failure mode will be tracked. The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplement med watch report, if any additional information is received. The root cause of the bleeding and hematoma was a bleed from the graft site and an over-anticoagulation. (B)(4).

Event description:
A (B)(6) female with cardiomyopathy was admitted and had an impella 5.0 placed via a right axillary cut down and gel soft graft x10mm. This is not the abiomed recommended graft. As mentioned in the IFU for the impella 5.0 "10 mm diameter x 20 cm length hemashield platinum graft" is recommended. On day 2 of support the patient went to the operating room for an exploration of the graft site. There was no active bleeding but, a significant hematoma at the cut-down site. The area was evacuated, and a jp drain placed. On the following day 4 units of replacement blood products were given. During these days of support the patient was hypercoagulable and there was excessive anticoagulation with heparin being given. When the jp was no longer draining anything a planned hematoma excavation was done. On the 5th day of support the team broke the luer proximal to the pressure reservoir and attempted to trouble shoot the issue with placement of 19g needle proximal to the pressure reservoir. The support was able to continue with this fix and an intact purge system. Unfortunately, the following day the patient kicked the purge system and the impella moved back within the lv. During repositioning, the sterile sleeve was torn and the physician cleaned the area with antimicrobial solution. The field rep consulted on pump replacement, but the decision was made not to replace due to the risk/benefit and history of bleeding. During support there were blood cultures drawn, which were negative for staph, and she was found to be positive for c-diff. She was also evaluated for sepsis and hit. The hit panel was negative. On day 11 of support, the patient had her 5.0 explanted in the surgical suite as she was having a heart transplant.